Manufacturer narrative:
Troubleshooting was done over the phone the day of the event and the technician reported to jnj that only a boost was done in the morning. Johnson and johnson technical support recommended performing a refill and a lens calibration again. Field service engineer (fse) visited the account a day after the event. Fse was told that they did a refill as well as a myopic lens calibration and fluency set and had no issues completing multiple surgeries afterward the day of the event. The patient that had 25 seconds remaining on the right eye and 3 seconds remaining on the left eye before they had to boost the gases again. Customer reports he was the highest hyperope they've treated. The laser alerted customer it could resume the patient treatment. System is operational and service was not required. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that while laser was firing the treatment stop due to fluence error. This occurred on the patient first eye (right). Surgeon decided not to complete the remaining 25 seconds and is waiting to re-refract the patient in a post op visit to decide if anymore laser treatment is needed.